Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that leaking occurred at carefusion primary set spike connection to female tubing end of spiros extension tubing during etoposide infusion. No pt harm or med intervention occurred. No further pt/event info was reported.